Manufacturer narrative:
X-ray was provided and reviewed by a health care professional. Review of the available records identified the implanted plate and screws appear to be intact. However, a fracture of the radius proximal to the tip of the plate is visualized on the provided image. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a plating procedure on an unknown date. Subsequently, patient may undergo a revision procedure for an unknown reason. However, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.